Event description:
It was reported that the patient was hospitalized after receiving eight inappropriate shocks. Boston scientific technical services (ts) was contacted by the field representative, and ts discussed troubleshooting, the electrograms (egms), reprogramming options and rate management. They noticed intermittent lower r-waves during some atrial fibrillation (af) episodes, and they decided it was potentially rate related due to the patient's bundle branch block. The device and electrode remain in service. No additional adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.